Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. The sample was in used conditions without its original packaging. During functional testing, the sample was tested using a syringe with colored water to detect any occlusion. During the test, the water did not pass through filter. The complaint is confirmed. Continue with the analysis, we tried to replicate the failure mode. Based on the tests results, it is concluded that the failure could be reproduced in two ways: 1. When the excess of solvent is not cleaned before to assembly the tube with the component. 2. When the tube is introduced two times in the solvent dispenser (procedure is not followed). Root cause was found to be manufacturing. An alert was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Also, a personnel notification was performed to notify production personnel about the failure mode reported by the customer.

Event description:
Information was received indicating that after preparing a new cassette and changing a smiths medical cadd extension set, the tubing could not entirely get flushed (only 2/3) and the pump exhibited an occlusion alarm, but no damage was observed. Subsequently, another extension set was used and there were no issues, veletri treatment was able to be continued. No patient consequences were reported. No adverse effects were reported.